Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate when the user attempted to activate the coagulate function, no therapy was delivered, and the user observed a flame at the proximal end of the cable, near the non-olympus electrical surgery unit. The flame was quickly extinguished, and the resectoscope was removed from the pt to replace the cable. The procedure was completed with the use of a different, but similar cable and the same resectoscope. There was no pt or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received with the cable detached in two pieces at the generator plug connector section. The active wires were observed to be twisted and bent, and there was evidence of thermal damage where the wire had separated from the generator plug connector section. The a0393 instructions for use does not list the manufacturer of the non-olympus electrical surgery unit that was used as a compatible device. The cause of the user's experience cannot be conclusively determined; however, based upon the condition of the device, user handling and use of the cable with a non-compatible device likely contributed to the reported event. This report is being filed as an MDR in an abundance of caution.